Event description:
On (B)(6) 2010, this (B)(6) old male underwent a total left hip arthroplasty under dr (B)(6). A stryker rejuvenate modular stem and neck device was implanted. The patient became symptomatic with his hip and went to see dr (B)(6). Hip aspiration was done on (B)(6) 2013 and sent to pathology. On (B)(6) 2014, patient underwent revision of the left hip and had the stryker rejuvenate device explanted by dr (B)(6). Extensive debridement of the joint was done.